Event description:
It was reported that the 9800 system had poor image quality with a halo effect. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib were re-installed during the service call.